Event description:
Per medwatch mw5094201, it was reported that during a cranial procedure, the perforator continued to run on longer than expected. No further information was provided.

Manufacturer narrative:
H6; the reported event, for failure to disengage, was not confirmed as the perforator device was not returned for evaluation. Without the device, the root cause cannot be determined. The quality investigation is complete. H3 other text : device not available for return.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
Per medwatch mw5094201, it was reported that during a cranial procedure, the perforator continued to run on longer than expected. No further information was provided.